Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a spinal fusion case specifically with the orange and green tracker. A manufacturer representative (rep) reported both trackers had the exact same driver and were correctly inputted under the toolcards on the instruments page in software. They reported this was found by the surgeon when putting in the last screw. They reported when attempting to save a projection with both the 1st tracker and the 2nd tracker at the same place in patient anatomy, in navigation, the instruments were in 2 different places and allegedly inaccurate. They reported there was no delay to the case and a successful verification spin was taken. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: product ID: (B)(4), (serial: (B)(6)); product type: ; implant date n/a; explant date n/a h3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d1501 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.